Event description:
The patient reported her blood glucose and insulin history. She was vomiting; had dry mouth and her speech was slurred. The ambulance was called and she was in a semi-comatose state so they transported her to the emergency room. Upon arrival, she was diagnosed with hyperglycemia and placed her on an intravenous drip. The doctor told her it was due to a pump malfunction.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hyperglycemia and hospitalization. Qualification records were reviewed and the product lot met all acceptance criteria.